Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had been having episodes of noise reversions since late 2012. It was noted that the patient had a portable oxygen tank since last summer. The patient did not receive therapy, but noise was being sensed as afib. Suspected emi interference. The patient will continue to be monitored. The device remains implanted.